Event description:
Follow up information identified that patient underwent surgical intervention to remove and replace the ipg.

Manufacturer narrative:
Corrected data; staement inadvertently omitted from previous report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an radiofrequency ablation (rfa) procedure on (B)(6) 2017 and did not turn the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. The issue was confirmed by an abbott representative. The ipg is inoperable. Surgical intervention may be pending to address this issue.